Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support and stated that during yesterday¿s treatment the liberty select cycler screen went blank, the cycler appeared to still be functioning but due to the screen remaining blank they were unable to tell if the treatment was completed. In the morning the pt states they disconnected themselves and turned they cycler off. At the time of the call the patient had turned the cycler back on, but the screen was still blank. Patient states the issue occurred during the first treatment performed on this cycler the fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler. Patient declined to perform capd due to having a cycler from their clinic. Advised to contact peritoneal dialysis nurse to inform of replacement. This is an out of box failure. Patient did not successfully complete a treatment on the cycler. There was no patient harm or adverse event indicated. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and a written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.